Manufacturer narrative:
Concomitant medical products: evolutr-23-us transcatheter valve, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited high impedances and an increased sensing integrity counter (sic). A lead fracture was suspected. The lead was reprogrammed, and later capped and replaced. No patient complications have been reported as a result of this event.